Manufacturer narrative:
The product was returned to kerr corporation for evaluation and met specifications for adhesive strength. A review of the manufacturing records indicated that there were no non-conformances or variances during the manufacturing process. In addition, a review of complaint database trending showed that no similar complaints were received. These investigation results have led to the conclusion that the alleged debonds were isolated incidents and were not the result of a product failure. The doctor was unable to provide information on the current heath condition of the affected patients. He did, however, disclose that a different product was used for re-cementation.

Event description:
On (B)(6) 2011, a doctor alleged that crowns that had been placed with maxcem elite had debonded. The doctor identified three lots that were in use at the time the debonds occurred; however he was unable to provide the number of patients affected by each lot. This MDR is the third of three reports.